Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During a routine fitting, in situ measurements showed affected channels. The parents did not realize that the user was no longer getting benefit from the device as they are hearing impaired, however it was confirmed that the recipient did in fact have benefit previously.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
During a routine fitting, in situ measurements showed affected channels. The parents did not realize that the user was no longer getting benefit from the device as they are hearing impaired, however it was confirmed that the recipient did in fact have benefit previously. A specific incident of accident or trauma is unknown. No swelling or inflammation above the implant housing was noted. There were no changes in health or medication. The user was reimplanted on (B)(6) 2019.